Manufacturer narrative:
Corrected data: see initial reporter name and address.

Event description:
It was reported the device gave "frequent occlusion alarms" when used with ICU medical standard or smallbore transfer sets. No adverse effects to patient reported.